Manufacturer narrative:
Six units from lot 1523000088 and four units from lot 1601900024 were returned to sorin group USA from the customer for evaluation. Additionally, samples from lot 1503500108 were pulled from inventory, as this lot consumed the same lot of tubing material. Visual inspection of the returned product and product from inventory did not identify any issues. The devices underwent simulated use testing at 30 psi and each device was clamped with a standard stainless steel, 8¿ hemostats and monitored for ten minutes. None of the aortic arch cannula leaked during testing. The condition identified by the customer was not reproduced. An outside source provides the extruded tubes used in the manufacturing of the aortic arch cannula. The supplier was alerted to the event and samples of the representative inventory cannula were sent along with traceability of the material used in the complaint product. The supplier evaluated the samples and reviewed the device history record, including durometer (hardness) testing, and determined them to be within specification, and all procedures and manufacturing processes were completed within specification for the specified lot. As the issue could not be reproduced, a root cause could not be determined and corrective actions were not identified. No trend was identified for this type of issue. Sorin group will continue to monitor for trends related to this type of issue.

Manufacturer narrative:
Patient information was not provided. Sorin group received a report that the tubing of the aortic arch cannula was too hard to clamp during a procedure. There was no patient injury, however the user was sprayed in the face with blood due to the inability to clamp the device.. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the tubing of the aortic arch cannula was too hard to clamp during a procedure. There was no patient injury, however the user was sprayed in the face with blood due to the inability to clamp the cannula.